Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2352-50, serial/lot #: (B)(4), description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient's midline incision was not healing appropriately. Medication was prescribed. However, despite the antibiotics, the incision opened further. The patient was admitted for midline scalp wound dehiscence. Incision and drainage on the infected wound was done. The wound was irrigated, closed, and covered with an antibiotic ointment. The patient was also administered intravenous antibiotics. The stitches from the incision site had been removed, and the site was healing well. It was determined that the event was a local infection of the device or the tissue directly adjacent to the device and that the event was related to the procedure and unrelated to the device.